Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 300s (mg/dl) range. Reportedly, the customer's health care provider suspects hormonal issues and insulin resistance may have impacted customer's bg levels. System check performed with tandem technical support indicated that the pump performed as intended. Customer changed supplies and delivered manual injections to stabilize bg level. Recommendation was made to discuss diabetes management with health care provider.